Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/migration of essure/perforation (fallopian tube(s))") and cholecystectomy ("gallbladder removal") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included amenorrhea, rash, epigastric pain, abdominal pain, nausea, back pain, anxiety, irritability, gonorrhea, headache, vaginal discharge, infection nos and morbid obesity. Previously administered products included for an unreported indication: depo from 2005 to (B)(6) 2010, mirena and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain I loss specify which one: weight gain"). On (B)(6) 2011, 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, pelvic pain and abdominal pain, fatigue, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), headache ("migraines/headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced depression, anxiety, hypertension ("blood or heart disorder/condition type: high blood pressure/palpitations") and gastritis ("gastrointestinal or digestive system condition type: gastritis."). In (B)(6) 2018, the patient experienced palpitations ("blood or heart disorder/condition type: high blood pressure/palpitations"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), arthralgia ("severe hip pain"), ovarian cyst ("ovarian cysts"), insomnia ("insomnia") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). The patient was treated with fluoxetine hydrochloride (prozac) and macrogol (miralax). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, cholecystectomy, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, hypertension, palpitations, weight increased, gastritis and bacterial vaginosis outcome was unknown and the arthralgia, ovarian cyst, depression, anxiety, fatigue and insomnia had not resolved. The reporter considered anxiety, arthralgia, bacterial vaginosis, cholecystectomy, depression, dyspareunia, fallopian tube perforation, fatigue, gastritis, headache, hypertension, insomnia, menorrhagia, migraine, ovarian cyst, palpitations, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Essure coils were placed, 3 coils were visualized at the right tubal ostia and 4 coils visualized at the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: revealed migration of the essure device (B)(6) 2008, hysterosalpingogram (hsg), result: total bilateral occlusion ((B)(6) 2018) was told that the device was in the proper position and both tubes were blocked completely even though some dye leaked ((B)(6) 2018) (as reported) (discrepancy noted). Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received - event migration of the essure device/migration of essure is replaced with fallopian tube perforation, events infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, surgery (other) type of surgery: gallbladder removed, blood pressure high, palpitation, weight gain, gastritis were added. Reporter information updated. Patient detail updated. Lab data added. Treatment drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.